Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead was implanted and fluoroscopy was obtained after final lead placement. Fluoroscopy revealed unraveling at the proximal end of the superior vena cava coil. Lead testing of pace/sense circuitry was normal. The lead was removed and coil unraveling was confirmed. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.